Event description:
It was reported by the pt's attorney that as a result of having the product(s) implanted, the pt has experienced serious bodily injuries including extreme pain, infection of her internal bodily tissue, fistula, dyspareunia, significant mental and physical pain and suffering, undergone multiple surgeries, revisionary surgeries and permanent injuries. On (B)(6), 2008, the mesh was partially explanted. On (B)(6), 2011, the pt received a vesicovaginal fistula repair that was caused by mesh erosion.